Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during a thoracoscopic partial pneumonectomy, the cartridge with the slr could not be loaded into the jaw of the device well so that the slr was lifted at the 1st firing. It was attached firmly by the surgeon¿s hand. Then the device was fired, but the staples at one staple line on the cut end side were unformed. The device was used on slightly thick lung. Unformed staples were cut by the scissor to complete the case. The device loading the gst60t with the slr was fired at the 2nd firing. The deployed staples were formed properly, so that no additional firing was needed. There were no adverse consequences to the patient. No further information is available.